Event description:
It was reported that a patient underwent a hysterectomy and suture was used. The patient experienced suture material breakage within two to eight days post procedure. The suture material did not snap/break at the knot but more to the center of the string. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The procedure date for the patient's total hysterectomy, bilateral salpingectomy and oophorectomy was (B)(6) 2011. On (B)(6) 2011, the patient coughed and the wound burst open. The patient returned to the operating room that same day for secondary suturing of the wound. On (B)(6) 2011, the patient developed a temperature and antibiotics were prescribed and administered. On (B)(6) 2011, the patient complained of abdomen distention and discomfort. A physician examined the patient and ordered a ng tube was inserted, oxygen provided and blood work done. The patient was satisfactory on (B)(6) 2011 and discharged home in satisfactory condition on (B)(6) 2011. (B)(4): abdominal distention. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code v518h, batch dc8ghxm0, mfg date: 03/30/2011, exp date: 06/30/2016. Product code v518h , batch db8jdxm0, mfg date: 03/07/2011, exp date: 06/30/2016. Representative samples from the possible lot numbers as the actual device were returned for evaluation. Visual inspection, test results of knot pull, straight pull and also remaining tensile strength after in-vitro pull testing of each sample meet the requirements. Conclusion: the device was received in a condition that meets specification.